Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to turn her stimulation on. Lead diagnostics revealed multiple high impedances. Reprogramming was able to resolve the issue.follow up information identified the patient experienced stimulation issues again and hence underwent surgical intervention on (B)(6) 2015 to remove and replace the leads. It was determined there was a fracture at the distal end of the anchor. The patient is now receiving effective stimulation.

Manufacturer narrative:
This patient was implanted with two leads from the same lot.

Event description:
This patient was implanted with two leads from the same lot.